Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a mildly calcified right internal carotid artery that is 98% stenosed. During advancement of the 9x30mm xact self-expanding stent delivery system, the delivery mechanism was inadvertently activated resulting in difficulty advancing and partial deployment. An acculink stent was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.